Event description:
Company clinical nurse representative reported that the surgeon suspects the pump is flowing fast. In addition, the surgeon also suspects a leak from diaphragm; this however could not be verified with a dye study. As a result the device will be revised. Additional follow up with the clinical nurse reported that the surgery did not occur and was cancelled as the surgeon believed the device was working properly. The patient did not spend anytime in the hospital. The patient is said to be flowing adequately. The device will not be returned as it is still implanted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.